Manufacturer narrative:
Other relevant device(s) are: micra, model #: mc1vr01-delsys / expiration date: 28-may-2020 / serial#: (B)(4). Dev rtn to MFR? No. Mfg date: 15-jan-2019. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the leadless implantable pulse generator (ipg), after cutting the tether of the de livery system, resistance was noted on the tether and the ipg dislodged from its original position. The physician locked the tether and was able to re-position the ipg. In the final placement, the numbers were within normal limits. It was noted that the physician "clocked" the delivery system quite a bit prior to placement, potentially causing the tether to tangle. The ipg remains in use. No patient complications have been reported as a result of this event.